Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported patient was injected with skinvive¿ by juvéderm® in the medial cheek. After the injection, patient experienced ¿slight blanching¿ that improved after being treated with a warm compress and massaging immediately after injection. There was a ¿bruised appearance¿ that began to ¿look more mottled". Five days later, hcp notes that the event was a ¿vascular occlusion on a capillary refill level¿ that required hylenex. Symptoms are ongoing.